Event description:
A field service engineer reported on behalf of the customer, that the serial digital interface (sdi) cable was producing image noise. The issue was found during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
Although the device was not returned for evaluation, an olympus field service engineer (fse) went onsite and confirmed the reported issue. The fse changed the cable out and there were no further issues. However, as the device was not returned to olympus for evaluation, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.